Event description:
Fourth libre 3 sensor failed. Over past 3 months last one was a replacement that lasted only 3 hours about average for the other three. Reference reports: mw5158745, mw5158746, mw5158748.